Manufacturer narrative:
Additional information: d11. Investigation conclusion: the customer¿s reported complaint of residual volume of the medication defibrotide left on the syringe was not confirmed on the source device during a review of the logs or during testing. Based on the system logs, the reported infusion occurred between 10:28 pm on (B)(6) 2019 to 12:28 am on (B)(6) 2019. Detail programming was not determined, including the name of the medication since the dataset was not provided for the investigation. Test results derived from a functional test and asm accuracy tests demonstrated the syringe module operating within specification. Device inspection: an external and internal inspection of the source syringe module identified the male iui contact pins with unidentified film contaminants. A loose screw was identified at the bottom of the rear case. Two screws were also identified missing from the drivetrain assembly. No other obvious issues or anomalies were observed with the inspection of the returned device. Incident syringe in use described having a small cylindrical filter was not returned for an inspection to determine if there was evidence of a failure. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s experience residual volume left in the syringe was not determined during the investigation. Test results demonstrated the syringe module operating as intended and showing the device within specification for accuracy. Device history review: a review of the device history record showed the device had a manufacture date of 14dec2017. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n 15091658 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that defibrotide 10.4895ml was programed to infuse at a rate of 5.2447ml/hr for a duration of 2 hours. After 2 hours the nurse found that the device stated that it had completed the infusion however the entire medication dose had remained in the syringe. No adverse effects were caused to the patient from the event.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient identifier, age or date of birth, sex, weight were requested but not provided.

Event description:
It was reported that defibrotide 10.4895ml was programed to infuse at a rate of 5.2447ml/hr for a duration of 2 hours. After 2 hours the nurse found that the device stated that it had completed the infusion however the entire medication dose had remained in the syringe. No adverse effects were caused to the patient from the event.